Manufacturer narrative:
(B)(4). This lot was manufactured august 26, 2012 to august 27, 2012. The device was received for evaluation. Visual inspection noted some residual fluid located inside the stress member; the air pocket was actually residual fluid. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had an air pocket in the stress member. The unit was compounded with vancomycin. There was no patient involvement. No additional information is available.